Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 60 stapler instrument or sureform 60 green reload to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument (lot number: k12250508-0241) was installed 3 times and fired 3 sureform 60 green reloads. On install #1, the system did not recognize the stapler reload color, and the user manually selected a green stapler reload, and clamping/firing/unclamping sequence was completed with no errors per the logs. On install #2, the user clamped and unclamped a couple of times before initiating a fire following the 3rd clamp attempt, but overall the clamping/firing/unclamping sequence were completed with no errors per the logs. On install #3, the user clamped and unclamped once before initiating a fire following the 2nd clamp attempt, but overall the clamping/firing/unclamping sequence was completed with no errors per the logs. The logs did not show any stapler related errors.

Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, the nasogastric tube (ng) was inadvertently stapled using a sureform 60 stapler instrument with a sureform 60 green reload. The event did not trigger an error message on the system, and the stapler instrument completed its firing sequence without interruption. It is unknown whether the incident resulted in any bleeding or tissue damage, and how the issue was subsequently resolved. The procedure was completed. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Updated sections: g3, g6, h2, h6, h11.additional information:additional information was obtained and there was no bleeding associated with the reported event. The cause remains unclear because the surgeon did not provide a response. There were no malformed/unformed staples, no missing staples, no obstructions, and the reload did not become stuck to tissue. They did not fire over an existing staple line. The issue was resolved by using the same stapler instrument to complete the firing. There was no unplanned tissue removal. The patient experienced no postoperative complications, and there is no concern that the event will result in long-term effects. The patient has since been discharged.